Event description:
Event description guidant received information that this right ventricular lead was sensing at 0.4-2.9 mv, the impedance was 420-520 ohms, and the threshold was 3.5 volts at 1.0 ms. Lead dislodgement was also confirmed via fluoroscopy. The attempt to reposition the lead was unsuccessful because the helix would not extend. It was also communicated that this physician is known to exceed the recommended 6 to 8 turns when extending and retracting the helix. Another right ventricular lead was successfully implanted during the procedure. No adverse patient effects were reported.